Event description:
A caller reported a cartridge alarm 20 and confirmed that this did not cause any adverse impact on their blood glucose levels. Despite not occurring during the load process and having no prior reports of similar cartridge alarms with this pump, the issue persisted with consecutive cartridges. To resolve this, cts decided to replace the pump, and a replacement was sent. The caller was instructed on storage mode and advised on returning the faulty pump to avoid charges. They were informed about setting up the new pump and acknowledged understanding of using alternative insulin therapy via multiple daily injections (mdi) during this transition.